Event description:
It was reported there were indecipherable dual electrograms found on the remote pacemaker transmission. The device remains in use. It was also reported that the right atrial (ra) lead was far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pacemaker (B)(6) 2013; 5054-58 implantable pacing lead (B)(6) 2013. (B)(4).